Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, which was verified in device history; the pump was restarted per instructions, the alert recurred after restart, and the device was replaced, with education provided on back-up therapy and shutdown. Symptoms included hyperglycemia with a reported blood glucose up to 307 mg/dl over a couple of hours, without ketone testing, medical intervention, or use of back-up insulin at the time of the event. Outcomes included user counseling on continued cgm use, data sync to the mobile app before return, and the need for back-up insulin therapy planning with a healthcare professional. Investigation included review of device logs and user-reported performance, troubleshooting steps including restart, and verification that the alert persisted post-restart. Investigation of this case revealed a motor stall during pump operation consistent with a device mechanical malfunction affecting the drive mechanism, with no evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure not recoverable by restart.